Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level that was over 600 mg/dl. The customer treated their high blood glucose with a bolus. The customer had symptoms of nausea and was very thirsty. The customer just had recently changed their infusion set. The insulin pump passed troubleshooting. The customer will be sent a tubing clamp and was advised to call back to perform the no delivery test. The device will not return for analysis.